Event description:
It was reported that the implantable neurostimulator (ins) was not working for the patient. The patient was frustrated with the ins. In addition, there was a problem with the patient programmer (pp). The patient observed the poor communication on the pp with and without the antenna attached. There was intermittent no telemetry. New batteries were tried. This started about three weeks ago. The patient had changed the batteries, did not have any communication issues with the recharger, and the ins was charged. Upon return of the pp, analysis found that the antenna jack had a cracked solder joint. The antenna jack was intermittent. No interventions or outcome were reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37092, product type: accessory. (B)(4).